Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there is a fluid leakage. The cassette and tube were replaced at 15:00 on 11/24. This was the first time that a new model of tube was being used. When checked at 17:00, there was no fluid leakage. When checked at 21:00, the styrofoam covering the connection was wet. The liquid on the styrofoam was hastily wiped away. This is a concern for patients who have previously complained of fluid leakage. The event occurred during patient use/administration at patient's home. There was no reported patient harm/adverse event.